Event description:
Overdelivery reported. The pump was received in the biomedical engineering department with a note stating, "broken." The note was not signed, the nursing unit was not identified and the account has no way to track the pump to the user. No incident report was written. Biomed reports, "the pump was tested according to manufacturer recommended procedure. When set for 25ml/hr. The pump infused 10ml withing 1 minute." There were no reports of any patient adverse events with the pump.